Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow-up identified no further information could be obtained as the patient was an inpatient in the hospital and contact was not permitted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered an unrelated heart attack and was revived by being defibrillated several times in rapid succession. Since the incident, the patient and the company representative were unsuccessful in establishing communication with the ipg using the patient controller and the clinician programmer. The next course of action is yet to be determined.